Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) receiving intrathecal lioresal therapy (750 mcg/cc, 213 mcg/day, lot was unobtainable) via an implantable infusion pump. The concomitant medication list was unobtainable and the patient medical history was noted as none. It was reported that the pump alarm occurred. The healthcare provider (hcp) checked the logs and saw that a motor stall occurred. Logs indicated that the a motor stall occurred on (B)(6) 2015 05:47, with a recovery on (B)(6) 2015 11:40. Then another stall occurred on the same day (B)(6) 2015- at 14:54, with a recovery the next day (B)(6) 2015 10:05). The final log noted that an additional stall occurred over an hour later (B)(6) 2015 11:21), with a tube set error occurring 2 days later (B)(6) (2015 11:21). A catheter access port procedure was performed and the catheter connections were "okay". Regarding the motor stall procedure, the hcp said that she was not sure and thought it moved a little bit; however it was noted that the x-ray did not work properly. At some point, the hcp reportedly made a refill and put in concentration 1000 mcg/cc. The patient was hospitalized and received "os" (interpreted as oral) baclofen. The patient status at the time of the report was alive no injury". Additional information was reported on (B)(6) 2015, that the hcps could not see what was going on during the rotor test, as the x-ray machine did not work well. The company representative thought that the pump was not working, since it had stopped for more than 48 hours. The hcps did not want to replace to a new pump, as the patient is very complicated; however, they still had not decided. It was further noted that the complications of the patient were not related to the pump. Additional information was requested regarding symptoms experienced and a diagnosis for use. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device. The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was explanted on (B)(6) 2016. A new pump was implanted on the same date.

Event description:
A company representative additionally reported that, as per a physician, the patient has had no withdrawal symptoms. It was further noted that the patient has still pain and spasticity. The patient was receiving oral baclofen 80 - 100 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.